Manufacturer narrative:
B6) relevant tests/laboratory data - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) a portion of the device was discarded, and a portion remained within the patient, thus no product investigation could be performed. H6) although lld cut/cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld from the lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), right atrial (ra), and left ventricular (lv) lead due to bacteremia. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Utilizing a spectranetics glidelight laser sheath, the ra and lv lead were removed successfully. Then, switching to a spectranetics 11f tightrail rotating dilator sheath, along with a spectranetics large visisheath dilator sheath on the rv lead, progress stalled at the superior vena cava (svc)/ra junction. While upsizing to a spectranetics 13f tightrail rotating dilator sheath, the patient¿s blood pressure dropped, and a pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including sternotomy. An svc/ra junction perforation was discovered and repaired (MDR #3007284006-2026-00064). The decision was made to abandon the extraction procedure; therefore, the lld ez, along with the rv lead, were cut/capped and remained in the patient. There was no attempt made to unlock the lld ez. The patient survived the procedure. This report captures the lld ez within the rv lead, which was cut/capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.